Manufacturer narrative:
Device evaluated by manufacturer: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that product sterility was compromised. A 15 mm x 2.50 mm flextome® cutting balloon® was selected for use. It was noted that the sterile barrier of the device was compromised.